Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump during a prime attempt. The customer's blood glucose level was 167 mg/dl. The customer stated that insulin was squirting out during the priming process. He also stated that the insulin pump was dropped a few days prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a moisture damaged force sensor resistor. No alarm for a loose drive support disk could be verified due to the motor error alarms. The motor assembly was found with a corroded motor home switch per visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.